Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) had a hole. As a result, the device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. A picture was provided for review, and sharp instrument damage was observed on the cuff tab. Since sharp instrument damage is considered a secondary failure, the device performance allegation cannot be confirmed. Based on the DHR, the device was verified to meet specifications prior to shipment, leading to the conclusion that manufacturing was not related to the reported event. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) had a hole. As a result, the device was explanted and replaced. No patient complications reported.